Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: doctor was unable to verify location in x-ray') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, body mass index normal, asthma, d & c, vaginal delivery (2) and multiparous. Current weight 134 lbs. Concurrent conditions included tooth pain, wrist pain, hypoaesthesia, benign neoplasm, vaginal discharge, obesity, diarrhea, foot pain, exostosis, rhinorrhea, sinusitis, laryngitis, weight gain and carpal tunnel syndrome. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen (motrin). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("pain/ joint pain"), abdominal pain ("pain/ abddominal") and back pain ("pain/ low back"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine ("migraines / headaches") and neck pain ("pain/neck"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / depression") and depression ("psychological or psychiatric problems condition: anxiety / depression"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced acne ("rashes or skin condition type: acne"). On an unknown date, the patient experienced device expulsion ("breakage/ expulsion: expulsion"), pelvic pain ("pain/ pelvic pain") and rash ("rash/skin condition"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy(both ovaries removed) - (B)(6) 2017). Essure was removed. At the time of the report, the device dislocation, device expulsion, pelvic pain, anxiety, depression, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, migraine, neck pain, acne, arthralgia, abdominal pain, back pain and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, migraine, neck pain, pelvic pain, rash and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test date - (B)(6) 2011, (B)(6) 2010 in medical records, it was mentioned as she had a hysterectomy bilateral salpingectomy(both ovaries removed) on (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: impression: bilateral curvilinear radiopaque structures are appreciated in the pelvis consistent with deployed essuredevices to the left and right of the uterus. No contrast is identified within either fallopian tube or peritoneal cavity during dr. Injection of contrast into the patient's uterine cavity. Unremarkable uterine contour without filling defects except for the inflated catheter retention balloon. Image obtained after draining contrast from the uterine cavity again reveals no contrast within either fallopian tube or free spill of contrast within the peritoneal cavity. Ultrasound pelvis - on (B)(6) 2016: findings: transabdominal and transvaginal ultrasound images are obtained. Essure devices are not definitely seen by ultrasound ; these are possibly suggested on cine image. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, abdominal distention, arthralgia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: medical records received: reporter's information, medical history, concomitant drugs, lab data were added. Removal surgery was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: doctor was unable to verify location in x-ray') in a female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and body mass index normal. Current weight 134 lbs. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 30-sep-2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("pain/ joint pain"), abdominal pain ("pain/ abddominal") and back pain ("pain/ low back"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine ("migraines / headaches") and neck pain ("pain/neck"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / depression") and depression ("psychological or psychiatric problems condition: anxiety / depression"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced acne ("rashes or skin condition type: acne"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, anxiety, depression, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, migraine, neck pain, acne, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, migraine, neck pain, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: doctor was unable to verify location in x-ray') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen and body mass index normal. Current weight 134 lbs. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("pain/ joint pain"), abdominal pain ("pain/ abddominal") and back pain ("pain/ low back"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine ("migraines / headaches") and neck pain ("pain/neck"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / depression") and depression ("psychological or psychiatric problems condition: anxiety / depression"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced acne ("rashes or skin condition type: acne"). On an unknown date, the patient experienced device expulsion ("breakage/ expulsion: expulsion"), pelvic pain ("pain/ pelvic pain") and rash ("rash/skin condition"). At the time of the report, the device dislocation, device expulsion, pelvic pain, anxiety, depression, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, migraine, neck pain, acne, arthralgia, abdominal pain, back pain and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, migraine, neck pain, pelvic pain, rash and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events ; breakage/ expulsion; expulsion , rash/skin condition were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: doctor was unable to verify location in x-ray') in a female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain and body mass index normal. Current weight (B)(6). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("pain/ joint pain"), abdominal pain ("pain/ abdominal") and back pain ("pain/ low back"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), migraine ("migraines / headaches") and neck pain ("pain/neck"). In 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / depression") and depression ("psychological or psychiatric problems condition: anxiety / depression"). In (B)(6) 2017, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss") and experienced acne ("rashes or skin condition type: acne"). On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, anxiety, depression, dysmenorrhoea, dyspareunia, weight decreased, abdominal distension, migraine, neck pain, acne, arthralgia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, migraine, neck pain, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, neck pain, joint pain, weight loss, acne, migration of essure device location of device: doctor was unable to verify location in x-ray, dysmenorrhea, dyspareunia, back pain, bloating, migraines, anxiety, depression were added. Lot number and event onset date were added. Reporters information, patients dob, demographics, lab data, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.